Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in puerto rico, an aortic tavr procedure was planned for a 23mm sapien 3 ultra valve. During valve alignment, the valve frame was observed to be 'kinked' on the outflow side. The valve and commander delivery system had exited the esheath. The valve and delivery system were pulled back into the esheath and removed. A new system was prepared and successfully used for the procedure. The new valve was implanted in an optimal position with no consequences to the patient. No injury to the patient was reported. No damage to the sheath was reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. It was speculated that the incorrect insertion of the loader into the sheath may have contributed to the event.

Manufacturer narrative:
Update to h3 (device evaluated), h6 (component code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The 23mm sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: thv valve was crimped, one (1) strut crooked at the outflow side, and two (2) struts bent outwards 180 degrees at the inflow side. The thv was expanded thv, two (2) struts remained bent outwards after expansion, valve frame was distorted and canted, multiple struts exposed through skirt, it was normal after crimped and used and leaflets wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Functional or dimensional testing was not performed due to the return of the device (frame canted and distorted). Imaging was reviewed and revealed that the crimped thv exited the sheath and a bent strut was observed on the inflow side during the procedure. In addition, two struts were bent outward at the inflow post-procedure. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. The lot history was reviewed, and no other reported events were related to this code. During manufacturing all inspections are conducted on 100% of the units. The valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. After cleaning and drying cycle, per procedure, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, fractures, and scratches. During manufacturing, all sapien 3 ultra valve assemblies undergo inspection s for outer diameter measurements and final assembly before and after holder attachment per procedure. Prior to final packaging, 100% visual inspection of the valves are performed at preliminary packaging per procedure to ensure there was no damage to the valves from the handling between holder inspection and brep process. Additionally, each frame lot is mechanically tested for the tensile testing, tension and size measurement. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The commander delivery system with s3/s3u IFU, device preparation training manual and device procedural manual were reviewed for guidance and instructions. The device procedural manual provides guidance on delivery system insertion related to loader insertion. Check delivery system is locked in default position and edwards logo up, insert loader completely into sheath until it stops, ensure wire is still in lv, ensure sheath tip is still past the aortic bifurcation (above the renal arteries), advance thv through loader and sheath using short movements, for longer, peel away loader, retract and peel away (if needed) and keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery/ returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during procedure, when advancing the commander delivery system with crimp valve, resistance was felt. When doing the valve alignment, a bent valve frame strut was observed.' Furthermore, it was noted 'the perceived root cause of the reported event was probably the wrongly insertion of loader inside the esheath.' Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, per case note, the patient's access vessel had presence of mild calcification. The presence of calcification can create challenging pathway during delivery system advancement, leading to resistance. Additionally, per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. If the loader was not inserted through the sheath properly, the crimped valve can be exposed and interact with the hemostasis valves within the sheath hub resulting in frame damage to the inflow of valve. However, the complaint description suggest that improper use of the loader may have contributed to the complaint event. In this case, available information suggests that procedural factors (improper use of the loader) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.